Event description:
Per the clinic, the patient experienced pain and swelling around the implant site. The patient was treated with antibiotics and steroids which did not resolve the issue. The device was explanted (date not reported). It is unknown if there are plans to reimplant the patient with another device as of the date of this report, (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; the patient has not been reimplanted as of the date on this report. This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).